Manufacturer narrative:
Follow-up #3 (06/13/2014) ¿ additional information:a device history record for this meter lot was reviewed and no deviations, non-conformances, or reworks was found in the manufacturing process.

Manufacturer narrative:
Follow-up # 2 ¿ (06/11/2014).the lay user/patient¿s test strips have been returned, and were evaluated on 06/09/2014 by lifescan product analysis with the following findings:the test strips were tested and the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (06/06/2014) - device evaluation: the meter involved with this complaint was returned on 5/27/14 and evaluated by lifescan product analysis on 6/3/14 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the sales representative/ reporter contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch ultrasmart meter was displaying inaccurate readings that were ¿10 points off¿ compared to an emergency medical services (ems) meter. The medical surveillance specialist (mss) was unable to follow up with the patient since the contact information was not available. This complaint was classified based on the customer care advocate (cca) documentation. The reporter was unable to state when the alleged issue first occurred or what medications the patient uses to manage his or her diabetes. The reporter stated the patient felt ¿unwell¿ and had to receive emergency medical services (ems). The reporter stated a blood glucose reading was obtained by the ¿ambulance meter¿ however the reporter was unable to state what the reading was. It is unknown what the patient received as treatment. It is unclear how much time passed in between the lfs meter reading and the ems meter reading. The cca was unable to assist the reporter in troubleshooting the alleged issue. Replacement products were sent to the reporter. This complaint is being reported because the reporter claims due to the alleged issue the patient required treatment from a healthcare professional to prevent further injury.